Manufacturer narrative:
This report is submitted on december 1, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to sustaining a trauma to the head. Additional information has been requested; however, not made available as of the date of this report.